Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet could not be charged, consistent with a charging failure of the charger/power subsystem, and a replacement ilet was provided with instructions to shut down the device, return the original unit, and reinitiate start-up on the replacement. Symptoms included no adverse clinical effects and no impact to blood glucose, and the patient continued glucose monitoring using dexcom. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of device history and complaint information, confirmation of shipping and return, and data review as available. Investigation of this device revealed a device not charging with no alarms reported, consistent with a suspected power/charging component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an unknown device malfunction related to the charging system.